Event description:
It was reported, the laparoscope was displaying a green image during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to be due unacceptable tension and pre-existing damage in the area of the assembly. It can also be presumed that it was due to user handling as the assembly work instruction lacked clarity and guidance which led to observed operator inconsistency during assembly. Olympus will continue to monitor field performance for this device.